Event description:
Customer's mother reported that the insulin pump was exposed to river water when the customer fell out of her raft. The insulin pump had not been dropped and had no cracks. The blood glucose reading was 208 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump was received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on display window.